Event description:
It was reported that stent dislodgement occurred. An 8.0-21 carotid wallstent¿ was selected for use to treat the target lesion. During preparation, while wiping the device with saline, the radiology assistant noted that the stent jumped off the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the outer sheath had been retracted and the stent had been deployed. The stent was not returned for analysis. It was noted that the valve body had been retracted past the black limit marker on the shaft which would result in the stent being deployed. No issues were noted with the movement of the outer sheath along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. An 8.0-21 carotid wallstent¿ was selected for use to treat the target lesion. During preparation, while wiping the device with saline, the radiology assistant noted that the stent jumped off the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).